Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Issue resolved.